Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reports "inflammatory reaction seen in the usg examination. Implant rupture on the left side" of left device. Device has been explanted.

Event description:
Physician reports "inflammatory reaction seen in the usg examination. Implant rupture on the left side" of left device. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and inflammation/irritation, was received on may 06, 2020 with lot number 2872541. Visual analysis of the returned device identified: one opening extended on the posterior, underweight and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: one opening sharp and non-penetrating nick, near of the opening site, this condition was called surgical impact, one broken sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as surgical impact. One sharp broken on the posterior assessed as unidentified (tear) opening. Missing shell due to inconclusive.